Event description:
Two endeavor mx2 drug-eluting coronary stents were successfully implanted into a pt for treatment of a mid and distal rca. The vessel morphology was not reported. It is unk if the lesion was pre-dilated (MFR report # 2953200-2008-00634, 00635). It was reported seven days post stent implant that the pt presented emergently to the ER with sub acute stent thrombosis. The pt was treated with poba, and a bms was placed distal to the previously deployed stents. The pt is fine.

Manufacturer narrative:
.